Event description:
Pt found on floor of room. Pt had fallen. Apparently, during fall, right central line snapped or sheared off. Approx 3/4 inch of line was visible; the rest of the line remained in the pt. X-ray was taken and under fluoroscopic guidance via vein puncture percutaneous removal of remaining catheter piece was accomplished.